Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that during use on the 4th floor, the catheter in the male patient was found leaking. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.